Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via manufacture representative (rep), and a patient who was implanted with an implantable neuro stimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported that patient had seen an informational power on reset (por) message on both the left and right ins last week. The meaning and potential causes of the por as well as the difference between a warning and an informational por were reviewed with the rep. There was no troubleshooting done prior to the call. It was reviewed to have the patient call in to determine what type of por was being seen and to clear with the patient programmer (pp), if possible. It was reviewed that if the por cannot be cleared, patient would need to be seen in the office to clear it and to obtain code upon interrogation. The patient called in and the por messages were cleared on both ins. Stim was on and ok for both sides. It was noted they put new batteries in the patient programmer (pp). The issue was resolved. No symptoms were reported. No further patient complications were reported/ anticipated as a result of this event. Refer to manufacturer report 3004209178-2019-10599 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the power on reset was first noticed (B)(6) 2019. The patient weight at the time of the event was unknown. The cause of the por was not determined. The issue was resolved.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for obsessive compulsive disorder (ocd). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.